Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation, therefore, we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned by customer.

Event description:
Kimberly-clark received a report from the (B)(6) stating, "the et tube was intentionally cut to reduce the dead space. It is thought likely that the suction catheter was not fully drawn back. The action of cutting the et tube also cut approx. 2.5cm from the end of the suction catheter. The et tube was re-connected to the suction mount. It is presumed that the cut piece of suction tube was then blown into the bronchus during the next breath. The tube was noted on a subsequent x-ray. The baby's clinical condition remained un-changed. Baby was re-orientated to palliative care due to severe under-lying congenital abnormality. The baby died. A post-mortem retrieval was under taken, where a piece of plastic tubing, consistent with the end of an in-line suction catheter was removed. Whilst the outcome, in these circumstances, was un-affected by the introduction of the 2.5cm tube, the removal of this foreign body in a patient with an improved prognosis would be a significantly more complex operation. It has been stated that the death of this baby is in no way connected to the accidental insertion of the foreign body." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).